Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received an acessa procedure on (B)(6) 2026, in which 3 fibroids of unknown size were ablated. No injuries nor medical intervention was reported required during the procedure and the patient did not had any previous procedures nor concomitant devices used. Patient had a previous history of high blood pressure treated with amlodipine and obstructive sleep apnea. On april 23rd, it was reported that the patient was admitted to the emergency room due to pleural effusion. The treating physician from the case could not determine a specific root cause and linkage between the acessa procedure and the pleural effusion observed. The patient consulted a pulmonologist that mentioned to the patient which in her own words ¨ that during procedures involving heat transfer there could be pleural effusion afterwards¨. Patient was admitted to the hospital and kept for observation receiving control chest x-rays. No medication was reported to have been administered. No other information available.